Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had a brown particle floating in the fluid of its bladder. This was found after filling the device with deferoxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured on march 3, 2014 ¿ march 4, 2014. Evaluation summary: the sample was returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection identified a brown particle, approximately 0.20 mm in size, floating in the reservoir. This particle was within the fluid path. A fourier transform infrared spectroscopy scan determined that the particle was cellulose material. The cause of the particulate matter is unknown. A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.